Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath had air bubbles in the side port. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After insertion into the patient the physician suspected there were bubbles in the side port. The sheath was replaced and the procedure was completed. No patient complications were reported.